Manufacturer narrative:
The reported symptom was possibly attributed to user error by either not applying alcohol injection into the scope at the completion of reprocessing in the system 83 plus, improper drying methods, or use of non-OEM filters. The facility received re-inservice training regarding use of the system 83 plus washer / disinfector and storage cabinet on (B)(6) 2015. At the time of this report thee are no patient injuries. Custom ultrasonics is reporting this incident out of an abundance of caution.

Event description:
On (B)(6) 2015, custom ultrasonics received a call requesting a preventative maintenance be completed. The customer also stated that a colonoscope and an ercp scope were removed from a scope storage cabinet and when tested were found to produce ((B)(6) 2015 pseudomonas aeruginosa-cf160 and gif2t160, (B)(6) pseudomonas stenotrophomonas- cf160 and tjf160vf) positive cultures. Additional information was obtained on (B)(6) 2015: on (B)(6) 2015, cf160 and gif2t160 scopes were cultured and tested positive for pseudomonas aeruginosa in both auxiliary channel ports. Another two models, cf160 and tjf160vf, were found to be positive on march 10th. These scopes were tested at the auxiliary channel ports (elevator channel for tjf160vf) and were positive for pseudomonas stenotrophomonas.